Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) during drain 2 of 4 on the homechoice (hc). The home patient (hp) had disconnected in dwell cycle and re-connected and now the hc was alarming. The technical service representative (tsr) explained the alarm and help hp clear the alarm by turning the hc off and on. Proper procedures per the user manual were reviewed with the hp. The hp will finish with a manual bag and contact his registered nurse. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during drain 2 of 4 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be caused by the patient disconnecting the patient line from the transfer set and then reconnecting. The lot number is unknown, therefore, a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. A 510(k) number will not be provided in the MDR as the product code is unknown; should the product code be identified at a later date or if additional information becomes available, this information will be provided in a follow-up MDR.